Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that patient underwent a pump exchange on (B)(6) to a different manufacturer's device due to infection. No further information was provided.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. A portion of the severed driveline measuring approximately 32.5 inches was returned. The sealed inflow conduit was returned severed at the middle of the flex section, and the distal portion was returned attached to the pump inlet port. The sealed outflow graft, and the sealed outflow graft bend relief were returned attached to the pump outlet port. Evaluation of the sealed inflow cannula and sealed outflow graft revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. After the device was cleaned, the bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the analysis of the returned device. A specific cause for the reported event could not conclusively be determined through the evaluation of the returned device. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.